Event description:
Issue 1: medtronic 670g insulin pump does not calculate correct bolus dosage to treat a hypoglycemia event while in auto-mode (smartguard). With the smartguard feature enabled (auto-mode), the bolus menu prompts you to enter a blood-glucose value, and amount of carbs you plan on eating to calculate and deliver a bolus insulin dose. If you are bolusing to treat a high-blood glucose (hyperglycemia) the pumps will calculate a bolus dose that is much too small to treat the hyperglycemia based on your insulin sensitivity and blood glucose value entered. Instead, the pump delivers an insufficient amount (ex. 1.3 units, when I really needed about 13.8 units) to treat the hyperglycemia event. If unnoticed, this can extend the duration of the hyperglycemia event from a couple of hours to half a day. My complaint is that the pump does not warn users that it is not delivering sufficient insulin to treat the high-blood-glucose. It is very easy to accept the too-small calculated bolus insulin dose, without realizing the amount you are getting is not enough to lower your blood-glucose back to normal levels. This appears to be an issue only in "automode". In manual-mode, the pump's bolus wizard uses your insulin sensitivity to calculate an appropriate correction bolus. Users who are unaware of this issue/defect could experience unnecessary prolonged hyperglycemia. On (B)(6) 2018 I contacted medtronic's technical support to verify I had my pump configured correctly, and ask if they could assist me in resolving this problem. Medtronic's response was that "automode" does not use your insulin sensitivity factor to calculate a bolus dosage, and they recommended I exit automode, issue a bolus dose using the "bolus wizard", then restart automode whenever I experience a hypoglycemic event. I can live with this workaround, but my complaint is that the system does not warn users that it does not issue an adequate bolus dose to correct for a high blood sugar entered under the auto-mode bolus screen. Issue 2: excessive learning period for automode on medtronic 670g insulin pump (hybrid closed loop control system). When I first started using the medtronic 670g insulin pump and guardian 3 continuous glucose sensor, I used the pump without auto-mode enabled for about 5 days to give the system time to adapt to ("learn") about my insulin needs and blood-sugar ranges. After the 5 day period, all requirements on the auto-mode checklist were satisfied, and I was able to turn on auto-mode. Within a few hours, my blood glucose values began to slowly climb. The following morning, my blood-glucose was in the 300's (mg/dl). The pump was not delivering sufficient basal (background) insulin to cover my body's needs. I called medtronic, and they recommended I disable automode, and try again in another week, stating the pump's control algorithm needed more time to accumulate data about my insulin needs. So, I turned off auto-mode, and gave the pump and sensor another week to "learn" what it needed to do. I reactivated the pump the following week, and while it is performing much better, I am still seeing slightly higher, and upward trending blood-glucose values than I was seeing while running the pump in manual mode. My complaint is that users should not be allowed to enable auto-mode until the pump has logged enough data so the control algorithm will deliver sufficient basal insulin, and not cause hyperglycemia. Allowing users to enable auto-mode before the system is ready, lead, in my case, of about a day of higher-than-normal blood-glucose values. Medtronic has carelink software that is used to transfer blood-glucose, carb intake, and insulin dose data from their pumps to a central server. Instead of providing a way to "train" the new 670g pump's auto-mode using this data, they have forced their customers to endure a long and drawn-out (several weeks) "learning" period, where user are likely to experience considerable hypoglycemia.